Manufacturer narrative:
Section a3: patient gender was not provided. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away and the cause was unknown. The outcome was not considered device or therapy related. It was unknown if autopsy was performed. It was unknown if the device explanted and would be returned for evaluation.

Manufacturer narrative:
A4 patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.